Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked; further reported as "several cassettes failed and did not know the correct number of cassettes". The leaks were identified during set up while priming the sets. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Five (5) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported condition was not verified for the five returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.